Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during gravity administration of normal saline, there was a bulge in the tubing segment. There is no report of patient harm.

Manufacturer narrative:
The customer complaint of bulging in the silicone segment was confirmed per a picture received from the customer. It was observed per the picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause for this event could not be determined.